Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, failed battery test, battery out limit alarm, weak battery and blank display anomaly on the insulin pump. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with food. Troubleshooting for battery out limit alarm was performed. Customer advised they had a weak battery alarm, they replaced the device with a new battery and received battery out limit alarm. Customer was advised the insulin pump was without a battery for a long period of time which resulted in the battery out limit alarm. Troubleshooting for failed battery test was performed. Customer was advised a replacement battery cap would be sent out. Customer was advised to clear the alarm and monitor the insulin pump until they receive the replacement battery cap.